Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and an aneurysm in the cylinders. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be that the patient is happy with a functional implant.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and an aneurysm in the cylinders. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss and an aneurysm in the cylinders. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The product analysis confirmed the reported fluid loss and cylinder aneurysm. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported device allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. Product analysis: fluid loss and cylinder aneurysm were reported. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders due to wear at a fold and wear at the corner of a fold. Both cylinders had broken fabric threads, which are the probable cause of the reported cylinder aneurysm. The reservoir performed within specifications. The pump was not functionally tested due to the cylinder failures. The fluid loss and cylinder aneurysm were confirmed. DHR review: a DHR review was unable to be performed because a shipping review could not be executed. Risk review: no risk review necessary per work instruction as the ams 700 hazard analysis (B)(4) indicates that the as reported events of this complaint do not represent a new or unanticipated hazardous situation. Additionally, bsc does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product. Labeling review: a labeling review is not necessary per work instruction as there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump (B)(6) intentionally. Additionally, the reported events do not contain an allegation against the labeling. Shipping review: shipping review was unable to be performed because the implantation date is unknown. Similar complaint review: no similar complaint review necessary per work instruction as the investigation does not conclude the event is related to a manufacturing deficiency.